Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an incarcerated hernia manifested by pain and fever coincident with peritoneal dialysis therapy. The cause of the incarcerated hernia was not reported. It was reported that the incarcerated hernia led to a compromised part of the bowel. The patient was hospitalized for the events. The patient underwent surgery for the incarcerated hernia. Dianeal therapy was temporarily discontinued and the patient was placed on hemodialysis. At the time of this report, the remained hospitalized and was recovering from the events. Additional information was requested but is not available.